Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump alarmed for a loose drive support cap. She was not with the customer and was unable to shoot for the alarm and was unsure of the status of the drive support cap. The reported that she would treat the customer with manual injection. The blood glucose reading was 336 mg/dl. She stated that the insulin pump was not dropped or bumped and was advised to make sure that the customer disconnects from the insulin pump and discontinues use. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test due to loose /protruded drive support disk. Unable to perform the prime test, occlusion test, excessive no delivery test or to verify the error alarms due to the motor error alarms. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, and minor scratched display window.